Manufacturer narrative:
Corrected data: a1 - patient identifier: (B)(6). Additional information: a2 - date of birth: (B)(6). A3 - sex: female. B1 - report type: adverse event. B2 - outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage. B3 - date of event: 12-jan-2024. B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was explanted and replaced with a different diopter lens and the problem resolved. The cause of the event was reported as unknown. D1 - brand name: evo/evo+visian implantable collamer lens. D2a - common device name: phakic toric intraocular lens. D2b - qcb. D4 - additional device information: model number - vticm5 13.2 (-4.0/ 4.0) . Catalog number - vticm5 13.2. Serial number - (B)(6). Expiration date - 31-dec-2025. Primary unique device identifier number - (B)(4). D6a - implant date: (B)(6) 2023. D6b - explant date: (B)(6) 2024. D10 - concomitant medical products and therapy dates: injector model - msi-pf; lot# unk. Cartridge model - sfc-45; lot#: unk. Foam tip plunger - ftp; lot#: unk. H4 - device manufacture date: 15-jan-2023. H6 - health effect - impact code(f): 4627. H6 - medical device problem code (a): 2993. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was explanted and replaced with a different diopter lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken and bent. Dimensional inspection of length and functional inspection found the lens to be within specifications. Additional comments noted, "unable to perform lens width due to haptic broken." Claim#: (B)(4).

Manufacturer narrative:
A4-a6: unknown. Manufacture narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens remains implanted. The cause of the event was reported as the unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.